Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute integrity des was implanted in the cx. Approximately 8 months post index procedure the patient suffered cerebral infarction and was treated with medication. The patient recovered. The investigator and sponsor assessed the event as not related to the anti-platelet medication or index device.